Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported patient end needle break. After injection, removed pen needle and patient end needle was missing. They are unaware if needle broke off into injection site or fell onto floor. Consumer contacted his physician; no follow up/testing/imaging was recommended at this time.

Manufacturer narrative:
H.6. Investigation: customer returned an image showing a 4mm, 32 gauge pen needle with the patient side of the cannula missing. No DHR review can be carried out as lot number is unknown. Based on the images received, embecta was able to confirm the customer¿s indicated failure of the cannula breaking off. The most likely root cause of the patient end of the cannula breaking is unexpectedly high stresses placed on the cannula during use.

Event description:
It was reported that the unspecified bd pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported patient end needle break. After injection, removed pen needle and patient end needle was missing. They are unaware if needle broke off into injection site or fell onto floor. Consumer contacted his physician; no follow up/testing/imaging was recommended at this time.